Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the left ventricular (lv) lead exhibited two isolated low pacing impedance measurement episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.